Manufacturer narrative:
Device evaluation completed on october 21 2020: during the visual evaluation of the device, an area of missing material was observed on the anterior view, measuring approximately 1.9 cm x 3.1 cm. Microscopic examination of the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female who underwent primary breast augmentation with a mentor memorygel 375cc silicone prosthesis experienced left sided rupture intraoperatively. The issue happened during the surgery, the doctor was putting the implant into the patient and halfway there, was an issue with the broken implant shell. Another mentor silicone was used on the patient with cat#: 3503754bc, sn#: (B)(4) on the left side, and cat#:3503504bc, sn#: (B)(4) on the right side on (B)(6) 2020. No adverse event or patient contact happened.